Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported the right ventricular (rv) and left ventricular (lv) leads demonstrated high thresholds. It was also reported the device battery depleted earlier than expected. The rv lead was capped and a new lead was implanted. The physician attempted to remove the lv lead, but it would not move; subsequently, the physician decided to leave the lv lead in place. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.